Event description:
During a coronary stent procedure of a tightly calcified circumflex that had not been pre dilated, the physician experienced difficulty crossing the lesion. The catheter was being used with a fl4 guide catheter and a choice floppy wire. The physician was attempting to primary stent the lesion and had been in and out of the vessel three times with the express2 5.0 x 12 stent system. On the third attempt, the guide catheter and wire were exchanged (6f vl3.5 and choice es wire) and during advancement of the delivery/stent device the stent dislodged. The stent was located just proximal to the target lesion. Four different balloon catheters were used to deploy the stent. The target lesion was then pre dilated and a second 5.0 x 12 express2 stent was used to successfully complete the procedure. Patient status is listed as "ok".